Event description:
It was reported that during a gastric bypass procedure all of the trocars was leaking pneumo. They were losing a lot of pneumo when the insulator was hooked up the devices. The case was completed with the device with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.